Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle (B)(6) (ethanol) was not in contact with the corresponding sensor for approximately 22 minutes and 07 seconds from 05:47am on (B)(6) 2021, which is sufficient time to replace the reagent; and the station properties were reset at 06:09am on (B)(6) 2021, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle (B)(6) prior to these user actions were: ethanol concentration=72.4127, cycles=95, cassettes=8162, days=93. Although a user affirmed in the instrument software that the ethanol concentration in bottle (B)(6) (ethanol) was to be set to the default value of 100% at 06:09am on (B)(6) 2021, the variance between the ethanol concentration measured by the fss using a hydrometer on (B)(6) 2021 of 73.5% and that calculated by the instrument software of 100%, supports the information provided by the complainant that a use error occurred during manual replacement of this reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle (B)(6) (ethanol), which had an ethanol concentration of 73.5% due to the use error when replacing the reagent in this bottle as detailed by the complainant, was used for the final dehydration step of both the "kaiser 8 hr processing" protocol started in retort a at 12:18pm on (B)(6) 2021 and the "kaiser 8 hr processing" protocol started in retort b at 14:51pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.. Investigation of this complaint found that the instrument functioned as designed during execution of the "kaiser 8 hr processing" protocol started in retort a at 12:18pm on (B)(6) 2021; and the "kaiser 8 hr processing" protocol started in retort b at 14:51pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 05:47am and 06:09am on (B)(6) 2021 during manual replacement of the reagent in bottle (B)(6) (ethanol). Manufacturer evaluation of the information provided supports that detailed by the complainant when notifying leica biosystems of this event, that a user had replaced the reagent in bottle (B)(6) with 70% ethanol and erroneously affirmed in the instrument software that the ethanol concentration was to be set to the default value of 100%. The facts indicate that manual replacement of the reagent in bottle (B)(6) (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "user error that resulted in damaged tissue- reported by the customer. Staff admitted to changing 70% ethanol and not updating it to the correct concentration [sic]. 300 tissues affected. Customer is requesting softening agent for reprocessing recommendations [sic] no errors provided". On 03 february 2021, the assigned leica field applications specialist - core histology (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented the following observations: "technician pulled bottle #(B)(6) because they got a reagent change threshold warning about that bottle reaching the secondary change threshold of 8,000 blocks. Because reagent was still at 70% the technician noted that changing it out with 100% would result in the new lowest alcohol being over 80%. Technician went and replaced that expired reagent with 70% rather than the default concentration of 100% so they would have a low alcohol to start dehydration. However, rather than editing the concentration to 70% when inserting bottle back into instrument, the technician accidentally reset that bottle to default (100%). Because of this, the instrument used the 70% alcohol as the final dehydrant in the two subsequent processing protocols rather than first because the instrument thought it was actually 100%. Reagent measurement while onsite confirm." The fss measured the ethanol concentration in bottles (B)(6) inclusive using a hydrometer. The variance between the measured and calculated ethanol concentration found to exceed the acceptable limit of 5% in bottle (B)(6), in which the measured ethanol concentration was 73.5% and the calculated concentration was 100%. The fss documented the following actions: "all reagents replaced with fresh. Quick rundown of findings with lab managers. Suggest customer consider switching to dedicated 70% alcohols to prevent this issue from happening in the future. Customer to consider buying densitometer to check reagents at time of incidents. Customer had difficulty with reprocessing tissue." The fss also documented that the 286 tissue samples involved in this event were derived from the "8 hour" protocol executed in retort a, which completed at 20:50pm on (B)(6) 2021 and the "8 hour" protocol executed in retort b, which completed at 22:04pm on (B)(6) 2021. The tissue type and size of the affected samples were detailed as "various" and "large" respectively. On 24 february 2021, leica biosystems melbourne received the following information from the assigned leica application specialist - core histology: "the customer was able to diagnose all cases and no re-biopsies were recommended."